Manufacturer narrative:
In this case, it is possible that the guide wire interacted with the patient¿s mildly calcified, mildly tortuous, and 90% stenosed lesion during advancement, resulting in the reported core break; however, this cannot be confirmed. The investigation determined the reported core break appears to be related to the operational context of the procedure. H6: investigation conclusions code 4315 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported core break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. The 014 ht versaturn f 190 phc ww guide wire (gw).coils detached during advancement; however, the guide wire remained in one piece. There was no reported adverse patient effect and no clinically significant delays in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.